Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. On (B)(6) 2023, the initial na result was 147 mmol/l. The initial result was reported outside of the laboratory. The customer was having anion gap issues which prompted them to repeat the sample. On (B)(6) 2023, the sample was repeated on another c501 analyzer and the result was 139 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The na electrode lot number is i6904. The expiration date was not provided. The qc recovery data provided was acceptable. The field service engineer (fse) performed a full decontamination of the analyzer. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. H3 other text : na.